Event description:
Philips received a complaint on a patient information center ix indicating that they would like philips to check the logs of this monitoring center. The service says that there were no bradycardia alarms in room rc352 between 4:30 and 9:00 am, yet the caller could find the alarms in the reviews on the control panel. It was unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).